Event description:
A hospital reported that the peep value of single use adjustable t-piece of a neopuff infant resuscitator was loose. No pt consequence was reported.

Manufacturer narrative:
An investigation will be conducted once we receive further info from the hospital. A f/u report will be provided.